Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had ¿numerous urinary tract infections (utis)¿ for years, and noted they just had one recently for the first time this year. The patient stated they saw a doctor for their utis, and had not seen their device managing physician in 6 months. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the patient ¿had catheter prior, multiple uti;¿ it was related to the patient¿s underlying urinary dysfunction. They had a history of uti and antibiotics were given. The patient was last seen by the healthcare provider in (B)(6) 2017. It was noted that the uti was not related to the device or therapy. No further patient complications are anticipated or expected as a result of this event.